Manufacturer narrative:
Investigation revealed that there was no system malfunction. The evaluation of the case logs indicated that the misplacement of the implants was due to excessive deflection forces on the end effector, or skiving, while navigating instruments through the end effector. The case logs from the procedure showed numerous warnings stating that excessive deflection force was detected while navigating instruments on trajectory. Excessive deflection force on the end effector have the ability to cause the instrument to skive depending on the technique of the user. Instrument skiving can lead to the misplacement of implants. The observed overall risk level is low, which matches the observed anticipated risk level; therefore, the overall risk of the system has been maintained. The cause of the reported issue can be traced to user technique.

Event description:
It was reported that screws using the excelsius gps system were misplaced intra-operatively and then removed and replaced.